Manufacturer narrative:
Evaluation summary: device shows evidence of pitting and wear damage on the articulating surfaces and back surface. The cause of the wear on the articulating surfaces cannot be definitely determined, however, the presence of bone cement particles found on the surfaces could have been a contributing factor. The particular surface exhibits extensive symmetrical wear along the condyles. There is also significant wear on the inferior side, resulting in the engravings no longer being legible. Scanning electron microscopy analysis showed pitting, scratches and third-body particles. Energy dispersive spectroscopy analysis and sem examination showed presence of bone cement particles. Particles showing si, mg, al, k, na and ci elements were also observed. Eds analysis of the articulating component material showed a carbon peak typical of uhmwpe. The device history records indicate that the device was manufactured to specification.

Event description:
It is reported that the device was implanted in 2000. The device was revised in 2007, where the poly was found to be pitted. Poly wear and debris was found.